Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse the medication. The nurse indicated that the infusion was started but when they returned later after the pump indicated the infusion was complete nothing had infused. This occurred during patient infusion but there was no known patient injury or medical intervention associated with this event. No additional information is available.